Event description:
It was reported the pt received a low battery warning. After the flag was cleared the warning appeared again later in the day. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.